Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip did not come out after several firings. It was unknown which firing the event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.